Event description:
A malfunction was reported on the customer's pump, specifically a malfunction code 12. There was no adverse impact to the customer's blood glucose level. The pump experienced two malfunctions in the past two weeks, and tandem technical support confirmed a malfunction occurrence earlier and resolved to replace the pump. The customer was instructed on using a storage mode before returning the current pump and acknowledged receiving a replacement pump with updated software. Customer will continue to use current pump.